Event description:
It was reported that in the first week after the implanting procedure, the left ventricular (lv) lead was displaced. It was noted lv lead repositioning was attempted, however, "performance of the device decreased" and the lv lead was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.